Manufacturer narrative:
This is a final report, no product is expected to be returned. The adc customer service representative reviewed all setup meter functions with the customer. The customer service guided the customer through the testing procedure and also asked him to perform a blood glucose test during the troubleshooting survey and the meter performed appropriately. The customer service informed the customer to contact their service if any questions or issues arise.

Event description:
Customer reported he did not know to set up his freestyle freedom blood glucose meter and because he was "unable to use it", he experienced "loss of consciousness and blurred vision". The paramedics were called and the customer was treated in the ER at the medical center for severe hypoglycemia. The treatment administered to stabilize the blood glucose level is unk.